Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the pump did not pass the leakage test due to a hole.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder presented buckling folds and a hole in the outer tube from wear in the proximal end of its body. In addition, it was noted that there was a hole and broken fabric threads in its proximal end, consistent with sharp instrument damage, which resulted in a leak, and the kink resistant tubing (krt) was worn to the filament. The second cylinder exhibited wear at fold in the middle and proximal end of its body, along with a hole consistent with sharp instrument damage in its proximal end, which resulted in a leak. It was noted that the krt of the component was worn to the filament. The pump was microscopically inspected, leak and functionally tested, microscopic evaluation revealed that the krt had a hole from fatigue and was worn to the filament. The pump passed functional testing. The pump krt leaked due to fatigue. The reservoir was microscopically inspected and tested for leaks. The component presented wear at a fold in its shell, and its krt was worn to the filament; however, no leaks were identified. Based on the information available and analysis results, the multiple findings identified in the components could have caused or contributed to the device being removed.